Event description:
International affilate reports the valve was explanted due to an unspecified "fault." Although the affiliate was notified of the event on august 2004, it was not reported to codman until october 2004.